Manufacturer narrative:
The device was evaluated by olympus. Due to the worn light guide connector, the evaluation concluded that the allegation was confirmed. The connection was hard due to wear on the output connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the lamp on the halogen light source does not light. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the light source not lighting was unable to be identified. Olympus will continue to monitor field performance for this device.